Event description:
Cook (B)(4) reported for the customer, "the tube disconnected from the port." As per complaint form received (B)(6) 2011: the implantation of the port was made as usual in the hosp by dr (B)(6). It was implanted in the basilic vein and during as well as direct after the procedure there have been no problems. The pt was sent to the ward and 1 x chemotherapy was given IV passing the port well without problems just after the implant. During the night they have given antibiotics IV and after 1/2 of the infusion the arm was swollen and painful on the portside... After diagnostic in radiology dr (B)(6) found the catheter disconnected distal end 15 cm over the port and proximal end in the heart. The small fixation piece of the port was still connected on the port... Only the catheter was disconnected!!!!! They have explanted the port. The pt is in good condition and was not harmed because of this issue. Please find out more about this case on product side to avoid problems like this with other pts.

Manufacturer narrative:
Results, conclusions: see technical report. (B)(4). Engineering reported, "a mini port body, catheter lock and catheter (approx 57 cm) were returned. One suture hole had been used. The components were dimensionally characterized and found to be within mfg specs. No irregularities or damage was found on any of components. A knot was tied in the catheter approx 7 cm from one end. No bruising, indicative of proper port/catheter connection was found. There were rings of bruising on both ends of the catheter, approx 2 cm from either end." Engineering stated, "the bruising that was found was too far from either end to have been caused by an attempted connection. The report did not mention if a snare was used to retrieve the catheter. Lacking of bruising suggests that the catheter was not advanced over the bump on the outlet tube before advancing the catheter lock. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube." None... Conclusion: the bruising that was found was too far from either end to have been caused by an attempted connection. The report did not mention if a snare was used to retrieve the catheter. Lacking of bruising suggests that the catheter was not advanced over the bump on the outlet tube before advancing the catheter lock.